Event description:
It was reported that zma00 23.5 diopter intraocular lens (iol) was explanted approximately four (4) months post implant from a female patient¿s eye due her experiencing dysphotopsia, impaired vision and glared visibility. The explanted zma00 lens was replaced with a z9002 iol. The patient is doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The explanted lens was received and forwarded to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the return sample is delivered in a zip lock bag. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 3-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens optic is damaged. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens additional analysis is not possible. A review of the manufacturing records was conducted. Results of the review revealed all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
An incorrect method code (B)(4) was entered on follow up report #1. The correct code is (B)(4). In addition a conclusion code should have also been entered on follow up report #1 to capture the results of the manufacturing record review. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.